Manufacturer narrative:
The biomedical engineer (bme) reported that they had multiples instances of asystole not alarming. The rhythms lasted for 4-5 seconds each but did not alarm. Asystole was set for 3 seconds in the master settings. No patient harm was reported. Additional device information: d10 concomitant medical device. Telemetry transmitter: model: zm-531pa. Sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that they had multiples instances of asystole not alarming. The rhythms lasted for 4-5 seconds each but did not alarm. Asystole was set for 3 seconds in the master settings. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had multiples instances of asystole not alarming. The rhythms lasted for 4-5 seconds each but did not alarm. Asystole was set for 3 seconds in the master settings. No patient harm was reported. Investigation conclusion: review of the alarm history showed documented "asystole hr 0" events at the reported times. The asystole alarm parameter was configured for a 3-second delay, and the reported rhythm pauses were approximately 4-5 seconds in duration. Based on available information, the events met alarm criteria and were recorded by the system. The root cause could not be determined. Additional device information: d10 concomitant medical device telemetry transmitter. Model: zm-531pa. Sn: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that they had multiples instances of asystole not alarming. The rhythms lasted for 4-5 seconds each but did not alarm. Asystole was set for 3 seconds in the master settings. No patient harm was reported.